Event description:
The customer reported the system shutdown during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the voltage at the input transformer. System operates as intended. (B) (4).